Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. Investigation summary: a video was taken after surgery in the hospital, doctor describe suture can be snapped by pull with gloved two hands. 2 packs unopened samples qd336 / w570 with 2 intact needle sutures received and evaluated. The returned samples were evaluated by appearance & knot pull strength and no issue found. DHR has been reviewed and no issue found, knot pull strength testing. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an extraction of impacted teeth surgery on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.